Event description:
It was reported that the pt reported to the ER non-responsive. The devices were removed due to possible infection. The infection was due to unk cases at the device site. The pt outcome was not reported. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).